Event description:
Customer reportedly received results of 40 mg/dl and 130 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The customer returned 2 lot numbers of strips. Both were tested. Lot number 302084 performed as expected with no errors. Lot number 302044 had acceptable performance, but some strips did result in the meter failsafe. The performance complaint could not be reproduced.

Event description:
Customer reportedly received results of 40 mg/dl and 130 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.